Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2017-07408. It was reported the patient was experiencing weakness in the leg when walking. A company representative met with the patient and turned the stimulation off, the issue still occurred. The patient was seen by the doctor who ordered a cat scan which showed no abnormalities. The patient was convinced the scs system was causing the leg weakness. Surgical intervention will be taken to explant the system.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2017-07408. Follow up information indicated the patient had scs system explanted.